Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a result of 180 mg/dl on mobile system 1 compared back to back with a result of 458 mg/dl on mobile system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.